Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was currently in office with multiple low flow alarms. The patient was having multiple alarms claiming since the day prior, but family argued from the week prior. The mean arterial pressure (map) was 77 on intake and 99 on recheck. The electrocardiography was in sinus rhythm and patient was euvolemic on exam. The patient stated that they were not dehydrated and had clear, yellow urine. Labs performed on (B)(6) 2024 were normal. The event log captured frequent low flow events throughout the log, with flows as low as 1.6 liters per minute. The patient was euvolemic, normotensive, had stable vitals and labs, with lactate dehydrogenase of 291. On 17apr2024 an echocardiogram was performed and showed decompressed left ventricle, reduced right ventricle function, midline interventricular septum, and aortic valve not opening at speed 5200 rpm. The patient had a computed tomography (CT) of the heart which showed moderate compression of proximal outflow cannula in the bend relief. The patient underwent an outflow graft revision. And a thick gelatinous material was removed and a near circumferential portion of the graft was resected with minimal improvement in flow. In the operating room a transesophageal echocardiography (tee) showed inflow cannula slightly pointed towards the septum, a small left ventricle cavity, and a body surface area of 1.6. 1 liter of fluid was administered. At 5200 rpm, the bouncing septum / posterior wall appeared to dance into the left ventricular assist device (lvad) inlet region. Lvad speed was dropped to 4600 rpm and a ramp study followed. Optimal lvad speed was found to be 4900 rpm with mean arterial pressure in the low 80's at which the aortic valve was not opening and the left ventricle appeared to have adequate volume. The low flow alarm was set to 2.0 lpm. An echocardiogram was performed on 24apr2024, after increasing speed with midline septum and intermittently opening aortic valve but flows still suboptimal, running 2.5-2.9l. A right heart catheter was planned for further evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for concern of low flows after outflow graft repair and showed multiple low flows on 29apr2024.

Manufacturer narrative:
D1: brand name: corrected. D4: catalog number and UDI: corrected. H5: labeled for single use? Corrected. Manufacturer's investigation conclusion: the report of an extrinsic outflow graft obstruction (eogo) and inflow cannula malposition was unable to be confirmed through this evaluation as no images were submitted for review by the account and the device remains in use. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for the alarms could not be conclusively determined. The submitted controller event log files collectively contained events from (B)(6) 2024. Several, transient low flow hazard alarms were captured on both days. Of note, elevated pulsatility index (pi) values were observed during the low flow events. The submitted controller periodic log files captured flow trending down over time during the reported event date range. No other notable pump events, alarms, or flow trends were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow and pulsatility index (pi). This section explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). This section also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section also notes that, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 5 of the IFU, ¿surgical procedures¿, contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This section also instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Additionally, section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the IFU also explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including low flow hazard alarms, as well as how to respond to each alarm condition. The heartmate 3 lvas pocket guides to alarms for patients and clinicians explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.